Event description:
It was reported that a patient expired. (B)(6) contacted masimo representative and stated that the parents claim to have used the monitor until sometime before the death of the child. Parents claim they stopped using the device due to increased false alarms. (B)(6)stated the following: "thank you for discussing this issue with me. I believe the prosecuting attorney would be very interested in hearing your thoughts regarding our discussion. I contacted chief assistant prosecutor (B)(6) to get his input on how he would like to proceed. He has asked (B)(6) pd to pick the monitor up from the parents to be shipped for testing. I think he may await any results available before he contacts you. He said the monitor may not have been tested because it was not actually attached the night of the child's death. The prescription the infant took from the (B)(6) until her death on (B)(6) was propranlol. I have done some limited research on propranlol. I understand that it may cause cold hands and feet due to reduced blood flow and shaking or shivering in some cases. My limited knowledge of the pulsox led me to believe that those conditions would cause a higher alarm rate when the monitor is used. If I understood our discussion, you confirmed that I may be correct in that conclusion. Our conversation makes me think I am on the right track. I may need more of your assistance to resolve this if you would. I hope that will not be a problem. I will try to limit the intrusion on your time. I would like to get you any other info you need to develop the possibilities these two young parents might have seen when using a monitor. I would like to have this option ready in the event the monitor tests do not give the prosecutor a basis to confirm that the rate of alarms was higher than expected, as the couple contend. Let me know how and where to have the monitor shipped please. Feel free to email me or call me with any thought or question that you have."

Manufacturer narrative:
The customer indicated that the product would be returned. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.